Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2158-50, lot #: 3010446/3010745, description: linear lead with enhanced stylet, 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection at the ipg and lead sites. Symptoms were redness and fever. Infection was not device or procedure related. The patient underwent an explant procedure. No device malfunction was suspected.